Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that ongoing errors occurred on universal surgical manipulator (usm) 1 during a procedure. These errors did not halt the procedure, but it was requested that the system be serviced. Error logs indicated issues such as late or missing motor axis messages and communication link errors associated with usm1. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the acs pca was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the acs pca are consistent with the reported event and are the root cause for this issue.

Event description:
Refer to h11 for follow-up information.